Manufacturer narrative:
Insulin pump passed the functional test, including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump had minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip. Insulin pump was received without battery. Data analysis: (B)(6) 2015 - 31.000u, (B)(6) 2015 - 32.400u, (B)(6) 2015 - 40.000u, (B)(6) 2015 - 44.700u, (B)(6) 2015 - 570.000u, (B)(6) 2015 - 45.100u and (B)(6) 2015 - 25.000u.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in the hospital. The cause of death is unknown. Autopsy has been requested. The customer was hospitalized on (B)(6) 2014. The caller stated that on tuesday the customer called and said that she was weak and sweating profusely. The son told her to go to the hospital, but the next day he went to the customer's house, stood her up and she fell backward. The paramedics were called and within minutes they stabilized her enough to transport her. The customer had diarrhea and bleeding from the back side. The customer had early stages of heart disease. Her blood glucose at the time of death was 250 mg/dl. She was wearing the insulin pump at the time of death. It is unknown if she was using sensors and if she was wearing one at the time of death. The caller did not have the insulin pump at the time of the report. He stated that he will get it from the hospital and return it for analysis and will send a copy of the autopsy report when available.